Manufacturer narrative:
Concomitant products: powerwire rf guidewire, meier wire, 14f laser-assisted extraction device, 12 mm e-luminexx stents (qty 2) and heparin 50 units/kg literature citation: tamrazi, a (2015, october, 20). Percutaneous retrieval of permanent inferior vena cava filters. Cardiovasc intervent radiol, 1-8. Complaint conclusion: as reported in the publication by tamrazi, et al percutaneous retrieval of permanent inferior vena cava filters; cardiovascular and interventional radiology (2015); 1-8; in a (B)(6) patient with a trapease filter, ivc (inferior vena cava) filter thrombosis was noted. He required recanalization of the ivc with a powerwire rf guidewire after failure of sharp recanalization with back end of meier wire prior to filter retrieval, and after successful recanalization the filter could not be removed despite moderate tension on the laser sheath. An attempt was made to remove the filter from a cranial approach with laser photoablation which resulted in retrieval failure with an attempted laser-assisted extraction (14f) from a jugular approach, and a delayed, large groin hematoma one week post procedure. The caudal aspect of the trapease filter was scarred into the chronically obliterated ivc preventing safe retrieval of the filter. Successful recanalization of the internal iliacs and ivc was achieved with kissing 12 mm e-luminexx stenting through the embedded trapease filter with restoration of in-line flow. The filter dwell time was 6 years. The indication for filter removal was filter thrombosis with post thrombotic syndrome. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure. The device remained implanted in the patient and thus was not retuned for analysis nor was a sterile lot number provided to conduct a DHR. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. Hematoma of the puncture site is a well-known complication of percutaneous endovascular procedures and is listed in the instructions for use as such. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. The reported ¿retrieval difficulty-unable to retrieve from vessel wall¿ could not be confirmed as the device was not returned for analysis nor were procedural films provided for review. While the exact caused could not be determined, the instructions for use note that the trapease filter is intended for permanent placement. The trapease filter is designed with proximal and distal hooks for fixation of the filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. There is no indication of a manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.

Event description:
As reported in the publication by tamrazi, et al percutaneous retrieval of permanent inferior vena cava filters; cardiovascular and interventional radiology (2015); 1-8; in a (B)(6) male patient with a trapease filter, ivc (inferior vena cava) filter thrombosis was noted. He required recanalization of the ivc with a powerwire rf guidewire after failure of sharp recanalization with back end of meier wire prior to filter retrieval, and after successful recanalization the filter could not be removed despite moderate tension on the laser sheath. An attempt was made to remove the filter from a cranial approach with laser photoablation which resulted in retrieval failure with an attempted laser-assisted extraction (14f) from a jugular approach, and a delayed, large groin hematoma one week post procedure. The caudal aspect of the trapease filter was scarred into the chronically obliterated ivc preventing safe retrieval of the filter. Successful recanalization of the internal iliacs and ivc was achieved with kissing 12 mm e-luminexx stenting through the embedded trapease filter with restoration of in-line flow. The filter dwell time was 6 years. The indication for filter removal was filter thrombosis with post thrombotic syndrome. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure.